Manufacturer narrative:
The reported internal flow verification failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy evo device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third-party service center, the device failed repair test steps relating to 'internal flow verification positive flow' and 'internal flow verification negative flow'. There is no documentation stated on a root cause and/or a component replacement to resolve the test failures. It is noted that the device passed final testing.